Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided.

Event description:
The customer stated that her blood glucose readings from (B)(6) 2018 were not stored in the memory of the contour next one meter. No adverse event alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
The customer's returned meter was evaluated. No data was found in the meter memory from (B)(6) 2018. However, data for (B)(6) 2018 and newer values were properly stored in the meter's memory. Three tests were run on the customer's returned meter using in-house control solution and three additional tests were run using blood sample. All results were properly stored in the meter's memory. The returned meter was connected to the glucofacts deluxe. No data was downloaded from (B)(6) 2018, which was consistent with the customer's complaint. The meter was paired to the contour diabetes application. A message was received indicating unable to sync readings; meter date and time is outside of the range limits for the application. Only readings that went into the application were from (B)(6) 2018 to (B)(6) 2018. Readings obtained during in-house testing were not in the application either.

Manufacturer narrative:
An in-house investigation was performed with previous meters that reported missing test results, however, no missing values were able to be reproduced.